Event description:
Per the clinic, the patient experienced an infection and subsequent extrusion of the receiver/stimulator through the skin. The device was explanted on (B)(6) 2011. Reimplantation is planned but has not taken place at the time of this report (B)(6) 2011.

Manufacturer narrative:
This report is filed (B)(4), 2012.

Manufacturer narrative:
(B)(4).